Event description:
It was reported during the pt's scs trail period, the pt experienced a shocking sensation when the stimulation was on. The pt was instructed to turn his stimulation off. An sjm rep met with the pt on (B)(6) 2013 and troubleshooting discovered the issue was caused by the multiprogram trail stimulator (mts). The rep replaced the mts and adaptor and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.